Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat a right atrial (ra) tachycardia, an intellanav mifi open-irrigated ablation catheter selected for use. After a pulmonary vein isolation (pvi) redo with farawave nav, an arrhythmia required mapping of the right atrium. An intellanav mifi oi was opened and a map acquired. Once the right location was found, when wanted to ablate, the radiofrequency (rf) generator did not show any temperature reading and prevented any ablation. The rf catheter cable was swapped, without success. The rf catheter cable was swapped without success. The catheter mechanically stopped the tachycardia and the time did not allow to finish this additional step of the procedure. Only the pulmonary veins were able to be treated, the focal arrhythmia in the right atrium could not be ablated. The rf procedure was not able to be completed due to this event. No patient complications were reported. The device will not be returned for analysis as it was disposed.